Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal (sn (B)(6)) had a lens power of +10.0d. The replacement lal (sn (B)(6)) had a lens power of +17.0d. The hyperopic outcome was potentially due to the patient's history of central corneal scarring and prk, which may have made the initial iol power calculation difficult. The above information suggests that there were no issues with the initial lal that was explanted, instead, the initial lens power choice was not a good fit for this eye. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4) +10.0d) was explanted due to the patient having an unexpected hyperopic outcome post op. The initial lal was explanted on (B)(6) 2023, and was replaced with another lal (sn (B)(4) +17.0d). Rxsight's first awareness of the event was on (B)(6) 2023.